Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the call service 052 alarms observed in the black box and alarm history. Battery cap unavailable for testing; test cap used for investigation. The pump powers on properly with no alarms. Buttons do not respond to presses. Investigators were unable to perform steps due to unresponsive buttons. Crack at battery compartment traveling up from case seal. There was moisture visible in display. Leak test verifies leak at battery compartment. Pump opened and moisture damage found on pcb. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.